Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR. Reference# (B)(4).

Event description:
It was reported through a clinical trial that following left eye trabecular micro bypass stent procedure, a subject presented with moderate iop increase thirty-two (32) months postoperatively. A selective laser trabeculoplasty (slt) was performed and the patient was reported on one (1) glaucoma medication (latanoprost) and was being monitored. Through follow-up, it was reported that during the most recent follow-up visit the surgeon was comfortable with the patient iop value, and there was no change in medication with no new adverse event.